Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: "leak from the pumping segment area of the line." The product in use at the time is reported to be a 2420-0007. Further information from the customer has stated that the line was primed with saline. After the iron infusion was commenced it was noticed that some of the solution (iron) had leaked in the area of the pumping segment but no actual source of leak was identified. And customer has confirmed that there was no obvious damage to the set was found. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2420-0007 products in the past 12 months.

Event description:
No additional information was received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim not reported to bd at the time of occurrence. Iron infusion was running when nurse noticed that there was a leak from the pumping segment area of the line. No visible source of leak or disconnection seen. Line was not saved. 2 possible batch numbers in storeroom.